Manufacturer narrative:
It was reported that following insertion the patient experienced extrusion, urinary/bowel problems, organ perforation, fistulae, and vaginal scarring. It was reported that the patient underwent an implantation of uphold , by boston scientific, on (B)(6) 2010 due to worsening of prolapse, incontinence, and dyspareunia. It was reported that the patient underwent mesh excision and repair on (B)(6) 2012 due to mesh erosion. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.